Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the access vessel was perforated. The vessel required stenting and surgical repair. Per report , the patient was prepped and draped in the usual sterile manner. The right groin was used for venous and arterial access. The left groin was used to obtain percutaneous access for the planned 22fr tavr sheath. A 18g seldinger needle was used to access the left common femoral artery and a wire was placed . Two 6fr perclose devices were pre-deployed into the left common femoral artery for closure at the end of the procedure leaving the sutures held in place using a mosquito clamp attached to the patient drape. Once the sutures were secured serial dilatation was started using all the dilators 16fr through 25fr. The 22fr sheath was then place into the left common femoral artery with minimal difficulty. The retroflex 3 delivery system and 23mm sapien valve were introduced and deployed without any difficulty. Once the 23mm sapien valve was deployed the retroflex 3 delivery system was removed. The perclose sutures were then detached from the drape and were both knotted in place. With the perclose sutures in place an angiogram was performed showing a small perforation at the insertion site. A stent was inserted to cover the perforation and an angiogram was performed showing a continued perforation. Vascular surgery was called to repair. The vascular surgeon performed a cut down at the site and repaired the perforation. The sheaths were removed and the patient transferred via stretcher to the ICU in stable condition. Per additional information provided through investigation, there was nothing abnormal noticed while inspecting the dilator/sheath prior to use. There was no difficulty encountered during insertion or removal of dilators or the sheath. The vessel injury was not due to a device malfunction.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum vessel lumen diameter for the rf3 (23fr) sheath is 7mm. In this case, the patient¿s access vessel diameter was 6.8mm; there was mild vessel calcification and mild tortuosity. It appears that patient factors (smaller than indicated vessel diameter, calcification and/or tortuosity not appreciable on imaging,) along with procedural considerations contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.